Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no pt involvement. The machine was removed from the floor and tagged out of service. The machine was serviced by replacing the slow release valve due to crus build-up around the valve. The machine did not have any issues ever since the repair.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. This medwatch report is associated with MDR #s 2937457-2013-00356.